Event description:
Caller reported a malfunction on the pump after going through a body scanner at the airport. No information was provided regarding any adverse impact on the customer¿s blood glucose level. Customer received pump reset information from technical support and attempted to reset the pump, but the malfunction persisted. Consequently, technical support decided to replace the pump. The customer was informed about the replacement with updated software and available training. They will use multiple daily injections (mdi) as backup therapy until the new pump arrives. Instructions were provided for returning the faulty pump.